Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had o-ring inside lip of reservoir compartment was missing. Customer's blood glucose value was 163 mg/dl. The customer was assisted with troubleshooting. Customer stated they dropped insulin pump into dirty water, pump exposed to water and urine. Customer stated that leak was occurring from reservoir barrel or o-rings. Customer was performed self-test and it was passed. The device will not be returned for analysis.